Event description:
It was reported that a high drain alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the home patient (hp)¿s therapy. The initial drain volume equaled 12ml, the last fill volume (lfv) equaled 1999ml, the total fill volume equaled 7990ml, the total drain volume equaled 10222ml, the total ultra filtration (uf) equaled 2232ml, the cycle four uf equaled -94ml, the cycle three uf equaled 111ml, the cycle two uf equaled 211ml, the cycle one uf equaled 2005mlm and there were no bypasses. The tsr arrange for the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and an issue was found that was not related to the reported condition. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was an inappropriately set initial drain alarm. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table for the recommended starting points when determining your optimal I-drain alarm volume.¿ the table gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. Should additional relevant information become available, a supplemental report will be submitted